Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range impedance measurements of greater than 3000 ohms causing the lead safety switch (lss) to trigger. This changed the polarity of the ra lead from bipolar to unipolar configuration. Boston scientific technical services (ts) was consulted and troubleshooting such as evocative maneuvers and checking all the electrical parameters, both in bipolar and unipolar, were performed. No noise could be reproduced with the evocative maneuvers. The pacing impedance was noted to only be out of range in bipolar configuration and not in unipolar configuration. The physician ultimately decided to leave the lead in unipolar configuration and to perform periodic follow ups. The ra lead remains in service and no adverse patient effects were reported.